Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and came to the hospital. The right ventricular (rv) lead was found to have high/undefined pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.